Manufacturer narrative:
(B)(4) for bard medical division. Received one unopened tray including stent, push catheter, and stent clamp. Visual inspection noted a depression/tear in the (B)(4) lid close to the bottom seal. The tear appears to be the result of some type of external pressure on the lid over the stent clamp activity. In addition, it was noted that the tray was damaged. It appeared to have been hit from the outside to the inside causing a deformation. No defect was noted on the tray seal. The tray was tested per methylene blue seal integrity dye test and during this test, the unit leaked through the tear. No leakage was noted on the tray seal. The device history record was reviewed finding no deficiencies that could have contributed to the reported issue. The instructions for use state "for single use only. Do not resterilize. Do not use if the package or product is damaged". (B)(4).

Event description:
It was reported that just before using the product, the doctor noticed that the pouch was pierced. Another unit was used for the procedure.